Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection found the top case was chipped. Service history review identified this device has not been in for service previously. Review of the event history log found there was a, "plunger not in place," alarm in the history. Functional testing was able to duplicate the reported issue. The investigation determined the printed circuit board (pcb) did not work as intended. The pcb was replaced.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device plunger was not in place. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.